Event description:
It was reported to covidien that the unit was missing segments. No pt involvement.

Manufacturer narrative:
Product was not returned for investigation, the biomed stated that he would retire the unit.